Event description:
It was reported that the customer received a button error alarm from her insulin pump. The customer's blood glucose level was 198 mg/dl. The customer pressed the "act" button on the pump and it began the button error alarm. Standard troubleshooting was performed. The customer stated that the insulin pump did have cracks but had not been directly exposed to moisture. The customer was advised to revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. Unable to verify high alert alarm de to keypad anomaly. The insulin pump has cracked case at display window corners, reservoir tube, reservoir tube window, broken battery tube threads and minor scratched lcd window.